Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of abdominal pain and diagnosis of peritonitis. However, there is no documentation in the complaint file that shows a causal relationship between the event and use of the devices. There is no allegation of a malfunction, deficiency or defect for this event. All pd patients are at increased risk of infection due to a compromised immune system and the dialysis techniques which increase the risk of microbial contamination. The majority of pd related peritonitis is caused by a breach in aseptic technique by the patient as they are handling the pd catheter connections or the pd catheter itself. Although the organism is unknown and the cause has not been confirmed, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis based on the available information. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient recently had peritonitis and is currently taking medication for the infection. Upon follow-up with the peritoneal dialysis registered nurse (pdrn), it was reported that the patient presented to the pd clinic on (B)(6) 2019 with cloudy pd effluent and abdominal pain. The patient was diagnosed with peritonitis and initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency and duration unknown). The initial culture results were positive for growth, but no organism had been identified. The patient¿s white blood cell count was 2,676 (unknown units). The cause of the peritonitis has not been confirmed due to no identification results of the culture organism. There were no reported issues with the liberty select cycler or cycler set for this event. The patient continues to recover from the peritonitis.